Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional ht command guide wire referenced is filed under a separate medwatch report number. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated.

Event description:
It was reported that the procedure was to treat the distal posterior tibial artery in the subintimal space. A command guide wire was advanced with a non-abbott micro-catheter with resistance noted and the tip of the guide wire broke off. Snare was attempted but the tip could not be retrieved and it remains in the anatomy. Another command guide wire was used again with a micro-catheter and again resistance was noted with the lesion. The tip of the guide wire broke off. Snare was attempted but the tip could not be retrieved and remains in the anatomy. The patient was brought back the next day for another procedure and 2 command guide wires were successfully used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned guide wire and the reported separation was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incident and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance and tip separation appear to be related to operational circumstances of the procedure. In this case, based on the reported information, it is likely that during advancement through the subintimal space, the guide wire encountered resistance causing damage to the guide wire. Further manipulation against resistance ultimately resulted in the reported separation and subsequent noted damages to the core, coils and polymer. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. Additionally, the treatment appears to be related to the operational context of the procedure as a snaring was attempted, but the tip could not be retrieved, and it remains in the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.